Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 45 (ac power lost). Guided through resuming current patient therapy.

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported issue was inconclusive. The root cause was unable to be isolated as the unit was not evaluated. It was noted that the neonatal intensive care unit (nicu) nurse getting alert 45 (ac power lost). Guided through resuming current patient therapy. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 45 (ac power lost). Guided through resuming current patient therapy. Per follow up information received via phone on 14nov2024, it was reported that spoke with rn who stated the power had surged in the hospital, causing the device to stop. They contacted the helpline prior to restarting therapy to confirm no other actions required. Once restarted, therapy completed with no further issues.

Manufacturer narrative:
The reported issue was inconclusive. The root cause was unable to be isolated as the unit was not evaluated. It was noted that the neonatal intensive care unit (nicu) nurse getting alert 45 (ac power lost). Guided through resuming current patient therapy. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The instructions-for-use are found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the neonatal intensive care unit (nicu) nurse getting alert 45 (ac power lost). Guided through resuming current patient therapy.